Manufacturer narrative:
The user facility did not provide any pt or device codes on the user facility report. Codes were derived based on the info provided by the user facility in the user facility medwatch report received from the FDA on november 6 2014. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info provided by the user facility biomed rep in response to an email sent by carefusion requesting additional info. During the eval of the device by the user facility biomed, an issue related to the exhalation valve characterization was observed. The device's exhalation valve was replaced by the user facility biomed to address the issue. The alleged malfunctioning exhalation valve was scrapped by the user facility.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on november 6 2014: pt intubated/ventilated. Avea ventilator's flow graphic waveform showing 'vibrations' on inspection. Rt added/placed a proximal flow sensor, inspiratory vibration gone on flow graphics, when flow sensor removed, flow graphics again showed vibration on inspiration. Avea ventilator changed out, new ventilator's flow graphics were normal, no inspiratory vibration on flow graphics. Biomed inspected machine, tested unit. Device still had issues on the biomed test circuit and lung. Did an exercise fcv, then a "characterize fcv." Fcv passed. Performed a "characterize exv," this failed three times in a row. Will order a new exhalation valve and try again. Original intended procedure: respiratory support. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working).